Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that during a catheter access port cap dye study (scheduled per clinic protocol as patient was pending a pump replacement secondary to normal battery depletion), medication could not be sufficiently aspirated. No associated symptoms were reported. During surgery, the catheter still could not be aspirated. It was noted that the catheter tip had migrated from t5 to t7 and there was an occlusion. The distal portion of the existing catheter was tied off. The catheter was replaced and the catheter was positioned at t5.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2017; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.